Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and an transvenous defibrillation lead system exhibited an inappropriately high lead impedance. The physician performed an invasive procedure to evaluate the system and found that the transvenous defibrillation lead 'was twisted into multiple knots.' The physician elected to remove both the transvenous defibrillation lead and the ICD from service.